Manufacturer narrative:
(B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a removal surgery due to a broken locking compression plate (lcp) proximal femoral hook plate. Originally, the patient was treated with open reduction internal fixation (orif) with plates and screws on (B)(6) 2019. The broken lcp proximal femoral hook plate was removed and an eight (8) hole hook plate was applied and secured in place with multiple cables. The procedure was done without complications. The patient progressed well with physical therapy. Concomitant device reported: cannulated locking screw (part # 02.205.025, 02.207.035, lot # unknown, quantity # 2); locking screw (part # 212.214, lot # unknown, quantity # 3); cerclage positioning pins (part # 298.803s, lot # h326726, h808924, quantity # 2), cerclage cable with crimp (part # 298.801.01s, 298.800.01s, lot # p330808, p291870, p237260, quantity # 5). This complaint involves one (1) device. This report is for one (1) 4.5 mm lcp® proximal femur hook plate 12 holes / 313 mm. This is report is 1 of 1 for (B)(4).